Event description:
It was reported that the right ventricular (rv) lead has intermittent noise oversensing from tip to ring with several short interval counts (sic). Isometric maneuver troubleshooting found noise from rv tip to rv ring but no noise from rv tip to rv coil. The lead sensing was reprogrammed from rv tip to rv coil and remains in use. The patient will be closely monitored via remote monitoring and in-office visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, lead data collected from the device memory was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Beginning on 2014-(B)(6), there were 3246 ventricular sic and non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on 2015-(B)(6) for two or more non-sustained vt episodes and sic greater than 30 in three days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).